Event description:
It was reported that a patient with arthritis mutilans underwent a procedure at l4-s1 and sometime post-op, the "sacral screw(s) backed out, which caused pain" and "bone fusion was not complete". According to the report, the physician confirmed that the patient's "spinal alignment had been changed". According to the report, the patient was scheduled to undergo a revision surgery. No further patient complications were reported.

Event description:
It was reported that the sacral screw(s) which had backed out in the patient were replaced with new screw(s) during the revision surgery. It was also reported that the fixation level was extended to l2-iliac (primary fixation level was l4-s) in the revision. No further complications have been reported since the revision surgery was performed.

Event description:
It was reported that during the psf (posterior spinal fusion) revision surgery, both sacral screws and the right l5 screw were removed. It is unknown if fusion occurred. Patient status is good and no complications were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Event date is unknown. (B)(4): unknown multiple screws were implanted of varying part/lot numbers. Although it is unknown which of the below listed devices contributed to the reported event, this MDR is being filed for notification purposes. Part 54740007535, lot h11h1651 / part 54740007540, lot h11j1519 / part 54740007545, lot h11h2707 / part 54740007545, lot h11h2708. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.